Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
On 02-june-2019 literature article entitled: ¿a prospective randomized trial of cemented femoral components with polished versus grit-blasted surface finish and identical stem geometry¿. The objective of this study was to evaluate the minimum 4-year follow-up results of a prospective, randomized, multi-institution trial comparing hybrid total hip replacements performed with identical femoral components other than the surface finish, which was polished in one group and grit blasted in the other group. The models of prostheses used include cemented highly polished femoral stem ¿ luster and a cemented grit-blasted femoral component ¿ endurance. Depuy titanium, porous-coated cementless cup. Depuy standard ultra¿high-molecular-weight polyethylene liner or a hylamer polyethylene liner. Manufacturers of neither the femoral head nor the cement were provided. The study identified the following to be adverse outcomes: osteolysis; pain; stiffness; decreased function; femoral radiolucency; 2 patients experienced bone fracture; 1 patient experienced infection; surgical intervention / revision,

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot = null. Device history batch = null. Device history review = null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.